Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, scratched lcd window, cracked reservoir tube, cracked battery tube threads, and missing end cap sticker. All operating currents are within specification. No unexpected low battery or off no power alarms noted. It was unable to prime during the prime test due to faulty force sensor resistor.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a low battery alert and he could not remove the battery cap to change the battery. He tried with a nickel and a screwdriver but could not remove it and stated that the battery compartment was starting to break. Blood glucose value was 303 mg/dl; treated with the insulin pump. The device was returned for analysis.